Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "403:317:871:0000" was confirmed and not reproduced during product evaluation. The root cause of this condition was not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Failure code 403:317:871:0000 indicates a slave related failure detected by the master software (uim clock, slave communications).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "403:317:871:0000." This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).